Manufacturer narrative:
Another request from the initial disk analysis was made to confirm the stuck reed switch. Disk analysis concluded that the system magnet applied was set to true and the system magnet inhibit was set to true. The daily measurements for the last three days prior to the disk being made on (B)(6) 2009 were set to n/r. All of the above indicated that the magnetic switch was closed. Now that magnet use enable had been set to off, there would be no effect on the device¿s tachy detection or therapy settings. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Additional information was received that the device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the continuous beep tones that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had surgery in which a magnet was placed over their device. Two days later the patient came into the office due to constant beeping coming from the device. The magnet feature was turned off and the beeping stopped. The monitoring voltage was 3.01 volts. A boston scientific crm technical services consultant requested that the health care professional (hcp) perform a save to disk and send in for further evaluation. A save to disk was sent in for analysis which indicated this device was potentially prematurely depleting. Additional information received indicated that the in clinic voltage was 2.92 volts and latitude reported a voltage of 3.01 volts. Daily measurements were also missing and had reported "nr" for the past few days. The patient was brought back into the clinic and a yellow screen popped up upon interrogation indicating the presence of a magnet. Attempts were made to unstick the reed switch by applying a magnet but were unsuccessful. The patient triggered monitor feature was put to on and then to off. The device remained programmed to enable magnet use off. A copy of device memory was saved to two disks, however the data was corrupted. To date, there have been no adverse patient effects reported.